Event description:
It was reported that, "the pt is experiencing squeaking and looseness in his stryker hip implant."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.